Event description:
The consumer reported receiving two (2) false negative results with his binaxnow covid-19 self test kit on an unknown date. This report is for test one (1) of two (2) tests taken. The consumer indicated that a test was taken at a clinic on an unknown date which generated positive results. Information regarding the dates of testing, patient symptoms, and patient impact were requested, however, no additional information was able to be obtained from the customer after due diligence attempts.

Manufacturer narrative:
B3: date of event is an estimate as the information was not provided and could not be obtained. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
B3: date of event is an estimate as the information was not provided and could not be obtained. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported receiving two (2) false negative results with his binaxnow covid-19 self test kit on an unknown date. This report is for test one (1) of two (2) tests taken. The consumer indicated that a test was taken at a clinic on an unknown date which generated positive results. Information regarding the dates of testing, patient symptoms, and patient impact were requested, however, no additional information was able to be obtained from the customer after due diligence attempts.